Event description:
It was reported that during a procedure involving a graft from the right femoral artery to the aorta, the area was ballooned and the agiltrac peripheral dilatation catheter was deflated. However, there was difficulty removing the catheter once it was deflated. Upon pulling the catheter out, the distal portion of the shaft was noted to have separated and a snare device was used to remove the separated portion. There were no pt effects.